Event description:
The complainant reported that a female patient with a history of stress urinary incontinence was implanted with a prefyx pps pre-pubic system in 2007. The pt was a participant in the prefyx registry. Seven months later, the pt was diagnosed with atrophic vaginitis of moderate severity. The device relationship was noted as not related. There was no medical action taken, and the event was reported as not resolved.

Manufacturer narrative:
The device model and catalog numbers of the suspect device are unknown, as well as lot number; therefore, the manufacture and expiration dates can not be determined. The device remains implanted in the pt; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant info received, a supplemental medwatch report will be filed.